Event description:
It was reported that the customer received multiple power loss alarms. Advised insulin pump would be replaced. No additional info was provided.

Manufacturer narrative:
Power loss alarms and low battery confirmed in the long trace. Detailed trace analysis confirmed the low battery and power loss alarm. Power loss after low battery alarms. The power loss was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.